Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument´s thread does no longer hold the cement stopper. No surgical delay, no adverse patient consequences. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the threaded tip stripped from the hardinge cem rest intro long. Additionally, device exhibited signs of repetitive usage. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage, and as the mating component was not returned for evaluation. However, based on the damage observed on threaded tip, it is reasonable to confirm a difficulty or failure to hold its mating component as intended. A manufacturing record evaluation was performed for the finished device 00pn48821 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the hardinge cem rest intro long would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot :1) quantity manufactured: (B)(4). 2) date of manufacture: 8-jan-2024. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a. 5) IFU reference: IFU-78405807. Device history review: a manufacturing record evaluation was performed for the finished device 00pn48821 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3, h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument´s thread does no longer hold the cement stopper. There was no surgical delay, no adverse patient consequences.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.